Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, the patient experienced vision blurry and glare. Explanted iol with reason anisometropia, post-operative refraction 1 diopter more myopic than planned/expected based on iol master. Additional information was requested and received that surgeon reports at 6 weeks post op was one diopter more at post op than intended/predicted on iol master scans. Lens was centered post op. Suspect possible mislabeled lens. Refractive error resulted in additional surgery(lens exchange) intraoperative floppy iris syndrome was encountered during the re-operation which made the exchange surgery challenging.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).